Event description:
Hospital reported that three drugs were set up on two different infusion pumps to infuse on a patient. The drugs were epinepherine, dopamine and fentanyl. The fentanyl was set up to infuse on this unit, and the dopamine and epinepherine were on another pump. The fentanyl was programmed to infuse in two hours. After one hour the user observed that the patient's blood pressure and heart rate had increased and the fentanyl container was empty. The user then moved the dopamine to a medley module which she added to the original medley system and continued the infusions. The patient's blood pressure and heart rate increased again, so the user moved the epinepherine to a medley module which she added to the original medley system and continued the infusions. The patient's blood pressure and heart rate increased again. The user discontinued the medley system and replaced it with another medley system and had no problems. There was no patient consequence. The pump initially infusing the dopamine and epinepherine was not available for analysis, and no serial number was provided.